Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Additionally, we are unable to confirm or determine if failure of the continuous glucose monitor sensor contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod for 48 hours. Symptoms reported include hyperglycemia and nausea. The patient noted that they were diagnosed with dka, kidney failure, myocardial infarction, cardiac arrest and infection on both lungs. The patient was treated with dialysis. The patient reported the hospitalization, and hyperglycemia was due to their continuous glucose monitor sensor failing. The pod was removed at the hospital and discarded. According to the patient, they were released after 9 days.